Event description:
It was reported that the customer's insulin pump was turning on after replacing the battery. The customer stated that it would then not deliver insulin correctly. The customer stated that the issue did not result in a hospitalization or serious injury. The customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.